Event description:
It was reported that during set up, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. The case was completed using back up equipment.